Event description:
It was reported that the customer had an issue with the bezel kit. There was a large volume pump module with a bezel assembly that had a "notch on it and it's catching when opening the door". Sometimes, the customer had to push in on back of the door to get it open. There was no patient involvement. The customer later added that not only was the door hinge broken, but the inside cover was also broken. They had a replacement and put it on and the device was working.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had issue with bezel kit was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had an issue with the bezel kit. There was a large volume pump module with a bezel assembly that had a "notch on it and it's catching when opening the door". Sometimes, the customer had to push in on back of the door to get it open. There was no patient involvement. The customer later added that not only was the door hinge broken, but the inside cover was also broken. They had a replacement and put it on and the device was working.